Manufacturer narrative:
The catheter exhibited a leak where the distal lead tubing is molded into the manifold. This is a mfg related non conformance. A work order history review verifies that the lot was restricted for pacing leakers. The lot was 100% rescreened and the non conforming units discarded. Quality assurance performed an additional inspection and found no other non conformance's of this nature. No other reports of this nature have been rec'd on this lot number. The manifold area is currently being redesigned to minimize the recurrence of leakage.

Event description:
Rec'd report of leaking of pa catheter. A pt had a pa catheter inserted, and after three days, a leak of fluid and blood was noted in the manifold area. A blood loss of 20cc was reported. The catheter was removed and replaced. No pt harm was reported.